Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 16423179. UDI: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) explant procedure due to unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 16423179 UDI: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) explant procedure due to unknown reason. No further information has been obtained despite good faith efforts.